Event description:
The customer reported that following a radlology catheterization procedure in 2001, the operator attempted to deploy a vasoseal es. While advancing the tissue dilator through the tissue tract, the operator pulled the locator with the j segment fully deployed through the dilator. The operator pulled the dilator back and retracted the j segment and removed the device. The operator noticed that the j segment was missing from the locator. Act of the femoral area visualized the j segment in th tissue tract. The patient was notified and the j segment was left in the tissue. No furthercomplications were reported.